Event description:
It was reported that approx one hour into a da vinci s prostatectomy procedure, the surgeon noticed arcing from the monopolar curved scissors (mcs) instrument. The mcs instrument was removed and replaced with another instrument of the same type. The planned surgical procedure was completed and no pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional info is received, a follow-up MDR will be submitted.